Event description:
It was reported that the pump screen was dark and would not turn on, and the battery of the t:slim x2 pump was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer tried troubleshooting steps, including using different charging supplies. The issue was resolved when a non-tandem charging cable was used. A replacement tandem wall adapter and charging cable were sent to the customer via two-day shipping. The pump began charging, and no further assistance was required.